Event description:
Customer alleged discrepant blood glucose results of 253 mg/dl and 116 mg/dl when testing was performed back-to-back within 1 minute on the compact system. Customer did not report symptoms and did not treat/act on results. A request was made for the return of the suspect device and replacement product was sent.